Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID mc1avr1-delsys] (serial: [serial (B)(6)]). D9: no.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died. It was reported that during the implant of a leadless implantable pulse generator (ipg) that it was not pacing and there was no capture. The leadless ipg was recaptured and repositioned. Again it was noted there was no capture.  It was then noted that the patient experienced a drop in blood pressure and experienced asystole.  Cheat compressions were started, an effusion was verified via an echocardiogram. A pericardiocentesis catheter was placed and roughly five-hundred milliliters of  of blood was removed. A echo verified the effusion was gone. The leadless ipg was removed from the patient. The patient was stabilized and sent to intensive care unit (ICU) and passed away later that evening.